Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with a 750cc mentor smooth round moderate plus profile prosthesis and experienced left-deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On 5-nov-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 800cc mentor memorygel breast implant prostheses (catalog #: 3508004bc, left serial #: (B)(6), right serial #: (B)(6)). On 8-nov-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).